Event description:
The customer reported a pinkish fluid leak of of about 1 ml from under the laser area of the coulter lh 750 hematology analyzer. The customer indicated that fluid leaked onto the counter but the customer was wearing personal protective equipment consisting of gloves, protective eyewear and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a leak in the sample line at pinch valve vl52. The fse stated that the sample line from the differential mixing chamber to the flow cell had a small hole and the fse replaced the tubing to resolve the issue. Repair was verified per established procedures and results met published specifications. Failure mode is attributed to a small hole in the sample line at vl52. (B)(4).